Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. The device involved with this event has not been received for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. Review of the instrument log was completed, and no errors related to the reported event were observed. Review of the system log was performed, and the following possible related system errors were observed: 23 ¿ wheel hardware fault: msc reported a hardware fault in the wheel communication. Pointing to rear core fiber port (bottom port). 40084 ¿ a comm link from the msc in icc is down. Message destination was vca1 in vp. 40 ¿ gbit hardware fault: the msc node on icc reported a gbit communication error on gbit instance 6 (core: bottom blue fiber port, master, left video and comm). 1100 ¿ ipd/core power fault during runtime, loss of ac power to the core (power supply 1 (a) ac fail bit).

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy procedure, the tip-up fenestrated grasper instrument punctured the bowel. The issue occurred when one of the operating room team accidently switched the video side cart (vsc) off during the anterior resection of the procedure. The video side cart was moved as space was required for another unit to be positioned correctly. As the video side cart was moved, the power cord was stretched and unplugged as a result. The system displayed a fault due to the power outage and was inspected prior to use. When the video side cart eventually loaded back up, the tip-up fenestrated grasper had punctured the bowel. The bowel was repaired with sutures. No bleeding was observed. There was a delay in the procedure due to the issue. The procedure was completed robotically. The patient experienced an anastomotic leak as a post-operative complication. The patient¿s currently recuperating at home.